Manufacturer narrative:
The reported events of low lead impedance, loss of capture and sensing anomaly were confirmed. As received, a complete lead was returned in one piece. Visual inspection found the outer coil compressed and cutting into the inner coil insulation and shorting. The cause of the reported events is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that during leads implant procedure, no egm signal was observed on the rv lead upon final testing. Low, out of range, pacing lead impedance and loss of capture were also noted. The rv lead was not implanted and was replaced. The patient was stable.